Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited increased threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms one day post rv lead implant. It was noted that the patient does not pace much in the rv. Boston scientific technical services (ts) discussed potential causes and recommended a chest x-ray to verify lead position. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the lead had dislodged out of the right ventricle and was found to be in the coronary sinus. A revision procedure was performed. The lead was successfully repositioned and remains implanted and in service. No additional adverse patient effects were reported.